Manufacturer narrative:
Initial 8 of 9/ based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient had high blood glucose and it was addressed by correction injection via multiple daily injection (mdi) due to customer reported infusion set fell off event on (B)(6) 2026. Also reported patient had 8 other infusion sets adhesive issues event on (B)(6) 2026.